Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair procedure, the tip of ar-13995n broke in the sub-cap tendon of the patient. The fragment was left in the patient and the case was complete by using a new ar-13995n.